Event description:
It was reported that during central processing, it was noted that shaft was damaged on the bowel grasper instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments main tube had scratch marks and abrasion. The main tube insulation was scratched and some of the insulation had been removed. The scratches measured approximately .011 - .081 in length. The location of the damage was approximately 5.6 from the distal end. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the scratch and abrasion damage on the main tube if to recur could cause or contribute to an adverse event.